Manufacturer narrative:
(B)(6). One 72202895 twinfix ultra 5.5mm suture anchor device used for treatment, was returned for evaluation. The complaint stated: ¿the product disassembled itself when hammering.¿ the nose cone, spring and black sliding ring were returned disassembled. Per instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ tapping of the dilator awl is recommended. Hammering of product is not recommended. The excess force allowed compression of the spring and along with turning, the assembly became disassembled. It was reassembled and functioned as expected. The anchor and sutures were returned separated from the device. The anchor had bite marks from contact with another instrument or device. Instruction for use documentation is specific. It confirms instructions, precautionary statements and recommendations for proper use of product. It contains technique driven instructions and cautions: ¿it is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force.¿ factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a shoulder arthroscopy, while placing the twinfix ultra anchor, the product disassembled itself when hammering. This happened prior to anchor fixation into the patient. A back-up device was available to complete the procedure in a timely manner. The patient was not injured. According to the investigation results, the anchor had bite marks from contact with another instrument or device, showing the anchor broken. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.